Event description:
It was reported that the patient experienced leg and back pain since implant of her device. She took medication for the pain. She experienced weakness in her legs and felt that an electrode was pressing on a nerve. Her device was turned off after experiencing shocks to her arms. She never experienced therapeutic benefits. Her device was explanted. She was at home. Further information is being requested to the hcp.